Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: (B)(6). Caller reports that there were no changes in her warfarin dosage. Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 369157a did not uncover any non-conformances. The lot meets release specifications. The customer's current health status cannot be ruled out as a possible root cause for the variation in results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.